Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2022. H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 1911149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, a plunger functionality issue could be confirmed. Although the samples presented a functionality issue, we can also state that the syringes met the product specifications. It is possible that the medication used or a special method of use (high temperatures, pressures, several uses, etc.) Could have affected the sliding properties of the syringes. Based on the investigation results, an exact cause could not be identified for this issue.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringes experienced difficult plunger movement. The following information was provided by the initial reporter: healthcare professionals are finding it difficult to manipulate the plunger of the 10 ml syringes of lot 1911149, which does not slide smoothly. Need to apply high pressure to administer the drug. The incident is repetitive on the batch. Clinical consequences and current status of the patient or person involved: lack of accuracy in titration with certain drugs. Risk of dose errors.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd discardit¿ ii - 2-piece syringes experienced difficult plunger movement. The following information was provided by the initial reporter: healthcare professionals are finding it difficult to manipulate the plunger of the 10 ml syringes of lot 1911149, which does not slide smoothly. Need to apply high pressure to administer the drug. The incident is repetitive on the batch. Clinical consequences and current status of the patient or person involved: lack of accuracy in titration with certain drugs. Risk of dose errors.